Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, serial # (B)(4). The cause of the cell-dyn sapphire vent needle aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn sapphire vent head assembly provided to the customer with the customer recall letter.

Event description:
The customer observed no aspiration of the cell-dyn sapphire auto clean solution when operated in the open mode. Additionally, no error message was generated. The customer was advised to perform troubleshooting procedures that included changing the vent head assembly. The customer changed the vent head assembly and the issue was resolved. There was no impact to patient management.